Event description:
It was reported that patient underwent a left knee revision approximately forty-six months post-implantation due to limited flexion. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10 medical devices: nexgen left size e cemented option femoral component catalog#: 00599401591 lot#: 64579776 10mm diameter 100mm length straight stem extension combined length 145mm catalog#: 00598801010 lot#: 64742770 allen medullary cement plugs 1-24 mm diameter flange catalog#: 00801102024 lot#: 64563093 allen medullary cement plugs 1-20 mm diameter flange catalog#: 00801102020 lot#: 64573394 11mm diameter 100mm length offset stem extension combined length 145mm catalog#: 00598802011 lot#: 64678175 size 5 precoat cemented stemmed anterior/posterior wedged tibial component catalog#: 00598800500 lot#: 64475646 all poly patella standard cemented size 35 mm diameter 9.0 mm thickness catalog#: 00597206535 lot#: 64740060 anterior femoral augment block precoat size e catalog#: 00599003531 lot#: 63381604 . G2 foreign source: australia customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the explanted implants with foreign material on their surface. As the devices were not returned, further evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. The complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.